Event description:
It was reported that the customer experienced multiple occlusion alarms. The issue caused the customer's blood glucose level to display as "high," a specific value was not provided. To address the high blood glucose, the customer administered a correction injection manually and resolved the issue by restarting the pump and and resumed insulin.